Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The field service representative reported the customer was injured while removing the sample probe. The instrument gave a sample probe alarm. The instrument alarm stopped the analyzer. The sample probe was in the down position inside a sample tube. The customer was lifting the sample probe out of the sample tube and as he was withdrawing his hand, the probe tip caught his knuckle and pierced the skin. The customer went to the ER and was given truvata. The customer was instructed to take the prophylactic medication for one month and will have a blood test weekly for one month. The customer was currently back to work. The customer was wearing nitrile gloves at the time of the event. The sample probe went through the gloves.

Manufacturer narrative:
Upon follow up, the customer stated he finished taking the truvata prophylactic and all of the blood tests that have been done have been ok/negative. The investigation determined the customer did not follow the instructions for the instrument alarm shown on the screen of the analyzer. The instructions state the operator has to perform a reset and then to contact a service representative if the issue is not resolved. It is not recommended for the customer to access this area of the analyzer for troubleshooting purposes. Therefore, the customer would not have been injured if he had followed the instructions provided.